Event description:
It was reported the patient had a refill and per the reporter nothing unusual occurred during it. The patient showed up in ER (emergency room) a few hours later with signs of overdose. There was no changes in drug concentration or dose done. X-rays were done and the logs checked. The volume was checked after interrogation by aspirating the pump, nothing unusual. The patient was given narcan and cardiovascular testing was done. The cause of the symptoms was unknown though per the reporter they believed a little leaked out during the refill. The patient status at the time of the report was noted as alive, no injury. Per the reporter the patient¿s symptoms resolved their own without hospitalization. The pump was used to deliver dilaudid and bupivacaine. The patient outcome was not reported. Further follow-up is being conducted to obtain the information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the health care provider (hcp) office was changing their technique after being re-trained by the device manufacturer representative. The office also changed their policy so that all patients have to wait for 1 hour before leaving the office after a refill to monitor for side effects. The cause of issue was technique; there were no issues with the refill kit. The office was also going to start using ultrasound to help with needle placement during refills as well. No further information was provided.